Event description:
It was reported to philips that the system's c-arm moved on its own. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred after completion of the planned treatment. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's c-arm had moved automatically. Upon troubleshooting actions, the fse identified that the c-arm intermittently moved slowly on its own due to a problem with the joystick on the table-side controller. However, the fse was unable to reproduce the reported problem because it was intermittent. The fse replaced the control module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.